Manufacturer narrative:
No material or manufacturing deviations were found during this investigation. The likely cause of the fractured tip was due to excessive bending forces transferred through the tip region of the retractor.

Manufacturer narrative:
.

Event description:
It has been reported that tip of the instrument fractured, leaving a small piece in the patient.